Manufacturer narrative:
Bsc aware date should have been 12/05/2018. Additional information was received that the reason for the ipg replacement was due to patient had difficulty charging the ipg and the patient had inadequate pain relief. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.